Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that a patient required a revision surgery to replace a gamma nail.

Event description:
The customer reported that a patient required a revision surgery to replace a gamma nail.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on details available an exact root cause could not be confirmed but it could not be excluded that the reported event is rather related to the patient [unusual changes in the implantation area e.g. Falls or accidents], which is confirmed by event description ¿¿the revision surgery took place because the patient fell and fractured again....¿. Furthermore, as per IFU ¿the surgeon must warn the patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. With details provided no deviation for the nail in question was verified. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.